Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image was missing during inspection for use. There were no reports of patient involvement.

Event description:
Correction to b5 for information added to previous report: it was reported that there was blackout occurred during maintenance.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. After replacing the universal plug unit, the image was normal. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of reported issue is a component failure. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.